Event description:
A balloon burst during a percutaneous angioplasty utilizing a bilateral kissing balloon technique, another balloon catheter was used to successfully complete the procedure without pt complications. Attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. The device was returned, evaluated and retained by this MFR. The engineering evalution revealed a one millimeter pin hole in the distal portion of the balloon with scrape marks leading up to the hole. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scrape marks on the balloon surface. Therefore, co believes these factors contributed to this event and do not attribute it to the device. However, without further details about the event, co is unable to determined the exact cause for this event. Directions for use state: "to prevent balloon rupture, the recommended balloon inflation pressure should not be exceeded. Do not advance the guidewire or the catheter if resistance is met without first determining the cause of the resistance and taking remedial action. Never manipulate the catheter with the balloon inflated."